Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer's blood glucose was over 600 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive while trying to do infusion set change. No significant events leading to keypad anomaly were observed. Customer confirmed that the time advances customer stated that the high blood glucose of over 600 mg/dl started (B)(6) 2017 and treated with manual injection and insulin pump. Customer's blood glucose reading was 289 mg/dl at the time of call. Customer's high blood glucose symptoms such as vomiting and abdominal pain. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site or insulin issues, and insulin pump settings. Unable to perform high pressure test due to no tubing clamp available. Customer also reported to have experienced low blood glucose of 43 mg/dl the morning prior to call and a low blood glucose reading of 42 mg/dl last (B)(6) 2017. No treatment for low blood glucose was reported by customer and declined low blood glucose troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self -test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump had a minor scratched display window and cracked reservoir tube lip.